Event description:
It was reported that the unit is not locking and there is a breach in the insulation work.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.